Event description:
The patient reported experiencing unexplainable elevated blood glucose a "few" times during the past 2 months. She stated that on (B) (6) 2010, her blood glucose measured 4.5 mmol/l (81 mg/dl) and she ate dinner and bloused 3 units of insulin. Three hours later, her blood glucose measured 20 mmol/l (360 mg/dl). The infusion device bolus history shows the dinner bolus was delivered. Her normal blood glucose range is 4-10 mmol/l (72-180 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.